Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included back injury, seasonal allergy, reactive airways disease, hidradenitis suppurativa and smoker. Concurrent conditions included palpitations. Concomitant products included alprazolam (xanax) since 2017, ibuprofen (motrin) since 2015 to (B)(6) 2018, lorazepam since (B)(6) 2015 and vitamin d nos (vitamin d) since 2018 to (B)(6) 2019. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, the patient experienced back pain ("back pain/lower back pain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera), naproxen and sertraline hydrochloride (zoloft). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract disorder, vaginal infection, vaginal discharge, tooth disorder, headache, nausea, anxiety, depression, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding discrepancy noted insertion date: 2010 previously reported and (B)(6) 2009 in current pfs. Discrepancy noted as per previous fu: insertion date: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included back injury, seasonal allergy, reactive airways disease, hidradenitis suppurativa and smoker. Concurrent conditions included palpitations. Concomitant products included alprazolam (xanax) since 2017, ibuprofen (motrin) since 2015 to (B)(6) 2018, lorazepam since (B)(6) 2015 and vitamin d nos (vitamin d) since 2018 to (B)(6) 2019. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, the patient experienced back pain ("back pain/lower back pain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera), naproxen and sertraline hydrochloride (zoloft). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract disorder, vaginal infection, vaginal discharge, tooth disorder, headache, nausea, anxiety, depression, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding discrepancy noted insertion date: 2010 previously reported and (B)(6) 2009 in current pfs. Discrepancy noted as per previous fu: insertion date: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet and mr received. Events: anxiety, depression, fatigue, hair loss were added. Concomitant and treatment drugs were added. Reporter's information was added. Historical conditions and concomitant conditions were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract disorder, vaginal infection, vaginal discharge, tooth disorder, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, headache, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding discrepancy noted insertion date: 2010 previously reported and (B)(6) 2009 in current pfs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events migration, perforation: fallopian tubes, dysmennorhea (cramping), pelvic pain, abdominal pain, back pain, psych injury, urinary problems, vaginal infection, vaginal discharge, dental problems, ,headaches, nausea, patient did not underwent essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.